Event description:
Information received from patient reported that, on rainy days, they had an increase in pain so they laid down to feel the stimulation from their implantable neurostimulator (ins) stronger. The patient noticed that when they did lie down the stimulation didn't feel very strong. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indication for use for the implanted device was noted as radicular pain syndrome (radiculopathies). If additional information is received, the event will be updated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.